Event description:
Pt admitted to hospital for anterior and posterior repair (gyn procedure). Pt, while in post anesthesia care unit, related to physicians and nursing staff that they had recall of part of their surgery. The datex ohmeda desflurane vaporizer was replaced during this surgery because the anesthesiologist noted that the "no output" alarm continued to come on even after the troubleshooting guidelines had been followed. This unit was marked, taken out of service and sent to hospital biomedical department. The anesthesiologist replaced the desflurane vaporizer with another datex ohmeda desfluane vaporizer provided by the anesthesia technician. The "no output" alarm did not come back on again even though according to the drager anesthesia machine data, desflurane inflow was not occurring. The drager service representative noted that the vaporizer was not seated correctly and a black protective rubber covering remained on one of the seating points creating a gap. The datex ohmeda service representative has evaluated the two vaporizers. It has not been determined what caused the first vaporizer to continue to alarm "no output". Incorrect seating of second vaporizer may have contributed to lack of desflurane anesthesia inflow. Investigation of drager narkomed 6000 anesthesia machine data and datex ohmeda desflurane vaporizer data continues.